Event description:
Same case as: 6000089-2006-02386, 6000089-2006-02387, 6000089-2006-02388. It was reported by a pt's spouse that post a coronary stenting drug eluting treatment procedure, a stent thrombosis occurred. Ten months following the placement of 3.50x12 mm, 3.50x24 mm, 3.50x24 mm, and 3.50x16 mm taxus express2 drug eluting stents, "the pt experienced a heart attack at the site where the 4 taxus express2 stents were placed." Attempts made to obtain add'l info from the physician have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.